Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were used after they had expired. The following information was provided by the initial reporter: we ran through an issue last month with a member of our lab using 5-months expired tubes for both of these products. The nature of our work is clinical in which we collect blood from patients for a downstream analysis of dna and rna in these samples. Recruiting the family again to collect fresh samples in ¿unexpired¿ tubes is difficult at this point.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were used after they had expired. The following information was provided by the initial reporter: we ran through an issue last month with a member of our lab using 5-months' expired tubes for both of these products. The nature of our work is clinical in which we collect blood from patients for a downstream analysis of dna and rna in these samples. Recruiting the family again to collect fresh samples in ¿unexpired¿ tubes is difficult at this point.